Event description:
Event description guidant received information that the implanted defibrillation lead exhibited oversensing resulting in the delivery of inappropriate therapy. System evaluation revealed a loss of ventricular pacing and impedances over 3000 ohms. During the lead replacement procedure damages were observed on the insulation near the is-1 pin. The rate-sense portion of the lead was capped and surgically abandoned. A new guidant lead was successully implanted.